Manufacturer narrative:
Based on the additional information received, a replacement device was sent to the customer. Sections b5 and h7 have been updated with this information.

Event description:
A replacement meter kit was sent to the customer.

Event description:
An advocate from mexico called on behalf of the customer to report that one of their blood glucose readings was not stored in the memory of the contour plus meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
A device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.